Event description:
Unattended death, resident was found at 8:45am on 11/05/96 in his bed between the bed and the siderail held by a vest restraint that was still tied to both sides of the bed. The investigation determined that the resident appeared to be trying to get up out of the bed, fell between the right side of the bed and the side rail in the mid-section of the bed. The side rails are split half rail, two per side. Recent admission 10/29/96 from the hosp with diagnosis of :laka-left above the knee amputation, ischemia, rhabdomyolysis, agitated dementia.